Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose level. Customer¿s blood glucose level was 425 mg/dl at the time of incident. The customer did not provide details on symptoms related to the high blood glucose level episodes. Customer also reported that the insulin pump received no delivery alarm. Customer states the cannula was not bent. Customer stated that the insulin was exited. Customer also conducted high pressure test and displacement verification test. Troubleshooting was performed for no delivery alarm. The insulin pump will not be returned for analysis.